Manufacturer narrative:
Insulin pump failed to power up due to cracked and bleeding lcd display window noted. Unable to verify a33 error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system alarm during rewind. Customer¿s blood glucose level was 250 mg/dl. Customer reported that they were able to clear the alarm, able to complete rewind. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.